Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with a prismaflex m150 set, an external fluid leak was noted from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation however, photographs and video of the sample were provided for evaluation. The visual inspection of the provided photo showed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause is a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.